Event description:
The ins was replaced due to depletion and the leads were replaced due to being damaged. Additional information has been requested.

Event description:
The health care provider confirmed the device was ineffective due to the battery being low. The ins reached premature battery depletion. There was an increase in impedances between case-0 and 0-3. The ins was replaced and the patient recovered without sequela.

Manufacturer narrative:
Lead 3889-28 lot# v380845 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2012; extension 3095-10 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2012; programmer 3037 lot# serial# (B)(4).

Manufacturer narrative:
(B)(4).